Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "low helium" alarm message after 15 hours of therapy. When therapy was initiated the unit had a full tank of helium. The pt was switched to another unit and therapy was continued. No pt injury was reported.